Event description:
It was reported that prior to starting a davinci si hysterectomy procedure, it was noted that 'wires were coming out from the tip of the large suture cut needle driver instrument - no patient involvement.'

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable was found to be broken at the distal idlers. The idler pulley spins freely. The cable segment sticks out at wrist. Additional observation not reported by the customer was damage to the idler pulley rim and idler pulley axle. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.